Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The patient's mom placed the patient on the backup ventilator. No patient harm reported.